Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a backup alarm failure. This event was reported to have occurred during clinical use. There was no report of harm associated with this event.

Manufacturer narrative:
G4:16dec2020. B4:17dec2020. Multiple attempts were made to obtain additional information that have been unsuccessful. The customer did not approve the quote for service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Parts were received and it was identified that previous investigations have shown that the part was built without a date code and could be subject to cold joints within component that can result in it failing to sound.